Manufacturer narrative:
Submit date 11/2/2016. Product ID corrected from unknown to p4p16sd.

Manufacturer narrative:
Submit date: 10/27/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a urinary catheter. The customer reports tubing disconnected even with tamper evident seal still intact.